Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a device history record (DHR) review of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.

Event description:
A caller (customer¿s caregiver) reported that the customer received an unknown error message on his/her adc blood glucose meter upon test strip insertion. The customer experienced symptoms of ¿sweatiness and dizziness¿. A family member treated the customer with an insulin injection, based on the customer¿s symptoms. The caregiver noted that when the customer ¿starts to sweat¿ a blood test is performed and the result is a ¿high glucose level (300+ mg/dl)¿. In this instance, because the meter was displaying an error message and they could not obtain a result, they went to a hospital where the customer¿s blood sugar was measured and ¿confirmed as severe high glucose level¿ (hyperglycemia). No specific readings or additional treatment were reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid strip lot number has not been provided. Extended investigation has been performed and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the precision xceed meter was reviewed and the DHR showed the meter passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. Dhrs for all precision strips within expiration at the time of complaint has been reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was performed for the reported complaint precision test strips. Although a trip was observed, no further investigation was required as there were no confirmed complaints. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A caller (customer¿s caregiver) reported that the customer received an unknown error message on his/her adc blood glucose meter upon test strip insertion. The customer experienced symptoms of ¿sweatiness and dizziness¿. A family member treated the customer with an insulin injection, based on the customer¿s symptoms. The caregiver noted that when the customer ¿starts to sweat¿ a blood test is performed and the result is a ¿high glucose level (300+ mg/dl)¿. In this instance, because the meter was displaying an error message and they could not obtain a result, they went to a hospital where the customer¿s blood sugar was measured and ¿confirmed as severe high glucose level¿ (hyperglycemia). No specific readings or additional treatment were reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date of the event is unknown. The date listed in date of event is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller (customer¿s caregiver) reported that the customer received an unknown error message on his/her adc blood glucose meter upon test strip insertion. The customer experienced symptoms of ¿sweatiness and dizziness¿. A family member treated the customer with an insulin injection, based on the customer¿s symptoms. The caregiver noted that when the customer ¿starts to sweat¿ a blood test is performed and the result is a ¿high glucose level (300+ mg/dl)¿. In this instance, because the meter was displaying an error message and they could not obtain a result, they went to a hospital where the customer¿s blood sugar was measured and ¿confirmed as severe high glucose level¿ (hyperglycemia). No specific readings or additional treatment were reported. There was no report of death or permanent injury associated with this event.